Manufacturer narrative:
Additional info: the outer shaft of the driver is broken ¿30mm from the handle. The break appears to be ¿45° across the shaft. Microscopic review indicates a fairly brittle fracture with no indications of fatigue. Neither the lower portion of the shaft nor the center shaft was returned. The break is a brittle fracture and is the result of bend stress overload.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the tip of the driver broke off during final tightening. All fragments were retrieved from the patient. No patient complications were reported.